Event description:
It was reported that ptm (personal therapy manager) was not uploading the information; the refill date was not accurate. The patient very rarely utilized her ptm, but today when she did, she was able to successfully receive a bolus dose, but the refill date on the ptm was (B)(6) 2014, so the low reservoir alarm date did not get updated. The patient had a routine pump refill visit on (B)(6) 2014. The device system was delivering baclofen and morphine. It was later reported that they updated the pump today ((B)(6) 2014) and the refill date had not changed from the (B)(6) 2014 date. Decoupling and recoupling the ptm resolved the issue. The baclofen in the pump was compounded baclofen. It was later reported that after the decoupling/recoupling the ptm was working great.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).